Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years 8 months post implant of this 29 mm mitral bioprosthetic valve, the valve was explanted and replaced with a 27 mm mitral mechanical valve for unknown reasons. There were no additional adverse patient effects reported.

Manufacturer narrative:
Medtronic received additional information that this 29mm mitral bioprosthetic valve was explanted and replaced due to a torn leaflet and calcification. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.